Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band was noted to be damaged like it had been cut by the release string. The second and third bands were able to be deployed successfully. The procedure was completed with this speedband superview super 7 device. The device was removed from the scope and the patient. The user then tested the remaining bands outside the patient and noticed that the bands failed to deploy and were stuck together. The procedure was completed with this speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with the original product label. The upn/lot on the returned product label matches upn m00542250 speedband superview super 7 (B)(4), lot # 17614876. Residue was present on the returned device indicating use/handling. A visual examination of the ligator head found three bands remaining, with two deployed bands also returned. It was noticed that the ligator head teeth were without damage. The suture was observed to be broken with portions still attached to both the ligator head and the trip wire loop. It was noted that the trip wire was bent in multiple locations and not properly wrapped around the spool but instead, was caught between the spool and handle bracket. A functional evaluation of the handle could not be performed as the wire was caught in the handle assembly which prevented rotation. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. In addition, the user failed to ensure that the trip wire did not fall into the gap between the handle post and bracket which impacted the functionality of the handle assembly. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band was noted to be damaged like it had been cut by the release string. The second and third bands were able to be deployed successfully. The procedure was completed with this speedband superview super 7 device. The device was removed from the scope and the patient. The user then tested the remaining bands outside the patient and noticed that the bands failed to deploy and were stuck together. The procedure was completed with this speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.